Event description:
It was reported that an unspecified quantity of y-type blood/solution sets with standard blood filter generated downstream occlusion alarms. The events were identified during infusion at rates aboved 899 ml/hour on a novum iq lvp. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.